Event description:
Pt's IV infiltrated at 0700 (during shift change), and a new IV was needed. Instant heat packs were placed on both the pt's forearms to help vasodilate the veins. Nurse successfully inserted IV in one arm and left to give report. Other heat pack was left on pt's other arm during this time. It was eventually removed, and pt's skin noted to be reddened and blistered. Investigation found that the product was placed directly onto pt skin. Direction for use on product stated not to place product directly into contact with skin. Reason for use: used to help vasodilate veins.